Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with cysto. It was reported that following insertion the patient experienced recurrent utis and infections. It was reported that patient underwent transvaginal urethrolysis and a revision on (B)(6) 2010 due to mesh migrated and was embedded. On (B)(6) 2010, the patient had a lynx sling implanted that caused multiple utis after implantation. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced back pain, dysuria, suprapubic pain, fever, nocturia, frequency, nausea, vomiting, abdominal pain, and urgency.